Event description:
During use of a precise pro rx ous carotid stent system it was reported that after opening the sealing of the package, it was detected that the stent was semi-open inside the package. This stent was not used in the patient. Despite multiple attempts no additional information has been provided.

Manufacturer narrative:
The product was received for analysis on 1/5/2015. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
After opening the package, it was detected that the stent was semi-open inside the package. This stent was not used in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: it was noted that after opening the sterile pouch it was discovered that the stent was partially deployed. This stent was not used in the patient. Despite multiple attempts no additional information has been provided. The product was returned for inspection. One non-sterile precise pro rx ous carotid system, 5f, 8mm x 30mm, 135 cm was received coiled inside a plastic bag. Unit was partially deployed (.5cm). Hemostasis valve was received damaged. No other discrepancies were found. The usable length was measured and found within specification. Functional test (deployment process) was performed according to procedure and no anomalies were found. The unit was sent to sem analysis in order to analyze the potential cause of hemostasis damaged; sem results showed that the separation section of the hemostasis valve showed several damages, this suggests that the proximal section of the hemostasis valve was induced to an excess of force that caused the separation on the hemostasis valve. Transversal view of the proximal section of the hemostasis valve showed a pattern of a fracture for an excess of force applied on that zone. No other anomalies were found during sem analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "hemostasis valve ¿ damaged/separated" condition found could not be conclusively determined; however it does not appear to be manufacturing related due to sem analysis showed an excess of force that caused the separation on the hemostasis valve. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. The failures ¿sds - deployment difficulty-premature/prior to use¿ reported by the customer was confirmed. The cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related since during dimensional and functional analyses no anomalies were found. Controls are in place at the final assembly and packaging process to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the reported pre-mature partial stent deployment. The separated hemostasis hub was not reported by the user and it is not known when this event occurred. However, analysis shows that excessive force was used to create the separation but with the limited amount of information available it is not possible to draw a clinical conclusion between the device and the reported separation.